Event description:
It was reported that a zekrya bur separated during an extraction procedure, causing a 3 -4mm long laceration of the mucosa. Five stitches were required as a result.

Manufacturer narrative:
Events meeting, the definition of a serious injury is required to be reported. Therefore, because the separated piece was removed surgically, this event meets the criteria for reportability.